Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: results: failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 45.6 cm to 45.9 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.